Manufacturer narrative:
H3: product ID 977a260 serial# (B)(6) was returned for product analysis. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that during a procedure, the lead was not driving well and was difficult to steer. Additionally, the locking mechanism of the lead onto the bevel would not stay secure. Upon removing the pre-threaded blue tip stylet and replacing it with a green tip stylet, the stylet was found to be bent. The lead and stylet were not used during the case and were never implanted. Troubleshooting was performed, which included an attempted use of the lead. The issue was resolved as the lead was not implanted. The manufacturer representative (rep) indicated they would send any further information as they become aware.